Manufacturer narrative:
The following field had been updated with additional information: h6 correction: h6 (device problem code and component code) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aio (all-in-one) displayed a black screen. The field service engineer successfully re-imaged the anesthesia device to resolve the issue. The aio functioned properly, and the screen returned to normal. The fse checked all cables and found everything in good condition. The power bracket was installed previously. The backup battery was up to date. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station had a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station had a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.